Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that were noise reversion episodes detected. Electrocardiogram showed lead noise on the ventricular channel. The noise was replicated when the patient moved their arm. Sensitivity was decreased to minimize noise detection. Noise was seen when the patient moved their arm. Possible lead noise was seen in the episodes and lead damage was suspected. The lead was not replaced. There were no adverse patient consequences. Patient will continue to be monitored with regular follow up.